Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker openings as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin without recurrence of alarm, so pump returned to normal operation and customer received guidance on preventing future altitude alarms.